Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this pacemaker and right ventricular lead were unable to obtain capture and impedance measurements in bipolar configuration. The device was able to capture and provide impedance measurements in unipolar configuration. An x-ray revealed no changes in the lead position. A revision procedure took place and the lead was not fully engaged in the device header. The lead was removed and reinserted and appropriate bipolar pacing and sensing were achieved. There have been no adverse patient effects reported as a result of the revision procedure.